Event description:
It was reported that device was used during an unknown procedure. It was reported that there is a steady stone. The case was completed with another h2tuv. There was no patient consequence.